Manufacturer narrative:
Corrected PMA/510k to october 28, 2019.

Manufacturer narrative:
Product complaint(B)(4). Investigation summary :no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot number was not provided. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Per internal procedures, the event information was reviewed. For this investigation, no immediate action was required as no alleged deficiency with the device was identified. No device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot number was not provided. The complaint information provided has been reviewed for complaint coding, medical device reporting, and other data required by the complaint system. Investigational inputs were requested as indicated per internal procedures for this failure mode. Visual examination of the provided x-ray images found no evidence of implant fracture, disassociation, or anything indicative of a device non-conformance. Without the physical complaint sample associated with this report, it was not possible to determine if the device failed to meet specifications at the time it was released for distribution. The device associated with this event was used in the treatment of the patient as prescribed by the presiding surgeon. From the event information received, it was not possible to determine the relationship of the device to the reported event. No evidence was found indicating product error was a contributing factor. The need for corrective action was not indicated. Depuy considers the investigation closed. Should additional info be received, the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. [(B)(4)].

Event description:
Literature article entitled, ¿four- to six-year follow-up of primary tha using contemporary titanium tapered stems¿ by devon d. Goetz, md, et al, published by helio.com/orthopedics (2013), vol. 12, pp. E1521-e1526, doi: 10.3928/01477447-20131120-16, was reviewed for MDR reportability. The purpose of this study was to evaluate the results of the authors¿ initial experience using a contemporary tapered, titanium femoral component at 4 to 6 years of follow-up. Serial radiographic studies were conducted to evaluate for femoral component loosening and osteolysis. Patients were also evaluated with hhs and the need for revision surgery. Patient cohort and implants: the authors prospectively followed and retrospectively reviewed 88 patients who underwent 100 total hip arthroplasties using the summit stem (depuy), an articul/eze femoral head (size range 28-, 32-, or 36-mm), the pinnacle sector 2 (depuy) acetabular cup in all hips. There were 2-3 titanium screws used to augment acetabular cup fixation at surgeon discretion. The acetabular liners were (60) marathon polyethylene, (13) gamma vacuum foil (gvf) polyethylene, and (27) cocrmo ultamet; all depuy products. At final follow-up, 9 patients had died of causes unrelated to tha. All patients demonstrated stable bony ingrowth of implants before death. The authors do not provide patient specific data that would indicate the specific articulating surfaces associated with complications and/or revisions. Results: of the original 100 hips, no hips were revised for aseptic loosening or infection. Bony ingrowth was seen in all but 2 femoral components. There was 1 instance of proximal femoral osteolysis and none distally on radiographs (cross-linked polyethylene was used in 73% of cases) there were no cases of implant migration. There were 3 revisions. Complications: 1 report of significant, non-activity limiting thigh pain requiring no intervention. 2 reports of inadequate osseointegration: 1 femoral component migration (greater than 5-mm) that resolved within 2 years and 1 radiographic incidence of femoral component loosening that showed fibrous ingrowth at 6 years. 1 case of proximal femoral osteolysis requiring no intervention. 52 cases of stress shielding: 42 mild, 8 moderate, 2 severe (patient harm code bone injury) 1 case of non-progressive, minimal acetabular osteolysis. 17 cases bone-implant radiolucencies (2 mom, 15 non-metal). These were not circumferential and did not include the acetabular screws. Revisions: 2 revisions of the cup, liner, and head for recurrent dislocations. 1 revision of the femoral stem for early periprosthetic fracture (day 4). This patient died before final follow-up of unrelated causes, but radiographic images showed stable bony ingrowth and no need for revision before death.